Event description:
The information we received from our affiliate indicated that during dilation of a calcified common illac artery, the balloon burst. The balloon was pressurized via a hand-syringe, and therefore the ressure at which the balloon burst is unknown. The procedure was successfully completed with another opta pro balloon of unknown size. There was no report of any adverse consequences to the patient. As per the affiliate, no additional information is available. The product is available for evaluation and testing; however, it has not been received to date.